Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that it erroneously submitted the wrong value in h3 (3. Reason for non- evaluation) with the initial report. The proper value has been populated with this report.

Manufacturer narrative:
On (B)(6) 2021 mentor received additional information. In addition to the capsular contracture reported initially, the patient also experienced right sided rupture. This report relates to the left prosthesis. See 1645337-2021-0381 for contralateral prosthesis report. Additional information was received on (B)(6) 2021. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021 mentor became aware that it erroneously reflected the device relating to this report as the right sided device. The capsular contracture was left sided. Additionally, mentor became aware that it erroneously omitted the lot number from the initial report. The lot number has been populated in d4 of this report. Also, follow up report number 1 submitted on (B)(4) 2021 erroneously reflected h2 (2. If follow-up, what type) as additional information. The correct value for that report is correction.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 450cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. As a result, capsulectomy and replacement with unspecified mentor saline implants is scheduled for (B)(6) 2021.